Event description:
The customer reported that the ventilator shut down and did not alarm, and then would not power on again. The customer reported the unit was in use on a patient, and there was no patient harm. Upon evaluation of the unit by the manufacturer, the reported problem of the unit not able to power on was duplicated. Inspection noted a failed component on the power management pcb board. Once corrected, the unit was tested for the reported shut down which was duplicated, however the backup alarm functioned to specification and sounded during testing. Customer reported problem of no alarm on shut down was not duplicated.